Event description:
It was reported that patient implantable pulse generator will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.